Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came to the hospital after having received a replace controller alarm on the primary system controller. The primary system controller was exchanged to the patient¿s backup system controller and it would not start when attached to the patient's driveline with a fixed speed set above 8,000 rpm. The patient was not symptomatic during the event. The backup system controller was exchanged and no further issues were reported.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 6 months from the date when the system controller was shipped to the implanting center. According to log file review, the system controller was in use less than one day. The reported incident of the system controller's inability to start the pump was not observed in the log file and was unable to be reproduced during evaluation. Review of the log file retrieved from the returned system controller revealed that the pump was briefly connected (less than a minute) to the system controller and as the pump speed was approaching 1660 rpm, it appeared that the pump was disconnected from the system controller. Functional testing performed on the device including mock loop testing revealed that the device functioned as intended and met all required test specifications. The specific cause of the reported incident was not determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.